Event description:
It was reported that the arctic sun device boots to the aforementioned screen. They could hear over the phone a constant squealing of the piezo alarm at bootup. They discussed with them checking the processor circuit card and connections to control panel. They stated they had already done this so they suggested an assessment quote. Biomed stated that there was a "red failed to start screen" on his as5000. Per sample evaluation results on 12jan2024, it was reported that the physical damage to the card cage by the power inlet switch.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. The device was evaluated and the reported issue was confirmed as the control panel booted to splash screen with a squeal from the speaker. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.